Manufacturer narrative:
(B)(4). A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot number (gd886812 and gd888503) with no defects noted. The cause of the peritonitis was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The nurse contacted baxter's service center representative (tsr) regarding a check heater line alarm. The two day old drain line extension was disconnected, which cleared the alarm. During a follow up call on (B)(6) 2011 the facility nurse indicated the patient will no longer be continuing with peritoneal dialysis because she was hospitalized due to peritonitis. The patient is being transferred to hemodialysis. Additional information received from the facility nurse on (B)(6) 2011 indicates: this is a female patient who had started peritoneal dialysis (pd) therapy on (B)(6) 2011. She had been changed from manual therapy to pd therapy. On (B)(6) 2011 the patient was admitted to the hospital for possible peritonitis. The patient was treated with vancomycin (intraperitoneal- ip), fortaz (ip) and daptomycin (route unknown). The dose and length of therapy was unknown. The patient's peritoneal dialysis catheter was removed and the patient is currently receiving hemodialysis therapy. The patient is recovering, but remains hospitalized at this time.